Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 800mg/dl and diabetic ketoacidosis. Customer indicated that they treated with manual injections and that they are currently in the hospital.. Customer also indicated that they had experienced low blood glucose. Troubleshooting was not performed and customer originally called to request supplies for the pump.